Event description:
Reporter noted the system kept transfering from one position to another by itself during surgery. They were not able to finish the case. There was no pt injury associated with this event.